Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right knee revised on (B)(6) 2018, to address aseptic loosening of both the tibial base plate and the femur components at unspecified interfaces. There was reported extensive osteolysis affecting both the proximal tibia and distal femur bone beneath the implants. Femur, tibial base plate, and tibial insert components were revised; patella component was preserved. Knee revised to a competitor system, apart from the patella. Product and lot code information for the knee indicate this is a depuy sigma system right knee, not attune, as alleged.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: manufacturing record evaluation completed 09 jan 2019. 0 non-conformances on this lot number. Final micro and sterility tests passed.